Event description:
The customer reported when the device is plugged in, goes to red 'x' and beeps; cannot turn on; then device clears itself and works. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).